Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed instrument error messages on the alinity c processing module. The customer reports that the module has had many 3426 ¿r1 aspiration errors at various positions while running patient samples. This has resulted in re analysis of patient samples. The following data was provided: bilirubin, sid: (B)(6), initial result 9.30, repeat result 7.40. Bilirubin, sid: (B)(6), initial result 3.20, repeat result 2.20. Bilirubin, sid: (B)(6), initial result 4.50, repeat result 3.00. Bilirubin, sid: (B)(6), initial result 5.40, repeat result 4.10. Bilirubin, sid: (B)(6), initial result 4.60, repeat result 3.70 no impact to patient management was reported.